Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/02/2017 with the following findings. The battery compartment was cracked from the case seal traveling to the grip pad. Unrelated to this issue, the paint was worn off throughout the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2017.